Manufacturer narrative:
Final analysis found that the implantable cardiac monitor was unable to establish communication with the programmer due to the device battery voltage depleted below end of life. The cause of the premature depletion could not be determined.

Manufacturer narrative:
UDI (d): (B)(4).

Event description:
It was reported that during a follow up, the implantable cardiac monitor could not be interrogated despite using two different programmers. The device was explanted and replaced. No patient symptoms were reported.

Event description:
New information indicated that the patient was in stable condition post procedure.